Manufacturer narrative:
(B)(4). The sample has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation. Visual inspection performed with no issues noted. Leak testing performed with no issues noted after attaching spike to port connection. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. This complaint is not confirmed and the cause was not identified.

Event description:
It was reported that the spike of the transfer set was not connected with the spike connector cover well when the customer changed the transfer set. The customer reported that a gap (about 1 mm) was observed. There was no patient injury or medical intervention reported.